Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the last night the insulin pump shut off and customer woke up with ketones. The blood glucose was over 200 mg/dl. The blood glucose at time of incident was 215 mg/dl. Customer reported the following symptoms related to their high blood glucose were nausea and over feeling of feeling sick. Customer treated for high blood glucose with bolus via auto mode. Based on customer report customer does not allege pump was under delivering. Blood glucose value from reported event was 215 mg/dl and sensor glucose was 140 mg/dl. Sensor glucose and blood glucose difference was 75 mg/dl. Sensor glucose and blood glucose difference is within target range of glucose difference. The insulin pump will not be returned for analysis.